Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on 03/15/2018. Reportedly, the patient did not calibrate after the inaccuracy. No additional event or patient information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.